Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. Customer pushed through the resistance and filled the cartridge. Customer¿s blood glucose level was 70-180 mg/dl.